Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) and was requesting assistance with setting up a onetouch verio pro meter. The patient was reportedly attempting to test in the setup mode. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly had an issue with the pump in terms of attempting to test in the setup mode. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.